Manufacturer narrative:
It was reported by the customer that a pyxis medstation es system displayed a storage space error message, preventing user from removing medication for a surgery. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident it was determined that two matrix drawer sensors and the printed circuit board assembly had failed and required replacement. The affected components were replaced, firmware was updated, and the device was rebooted to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a storage space error message, preventing user from removing medication for a surgery. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a storage space error message, preventing user from removing medication for a surgery. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated corrections: a1, b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-aug-2021 to 13-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer replaced both matrix drawer sensors (119855-01) & (119855-02) and the pcba board (121985-01), updated firmware and rebooted to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.